Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 56 mg/dl. The customer ate cereal to stabilize bg level. The customer believed the low bg was due to the clinical diabetes educator (cde) raising basal rate. It was indicated that the customer is in contact with the cde. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.